Event description:
On (B)(4) 2013, it was reported that on (B)(6) 2013 the patient's blood glucose level was elevated to 400 mg/dl. The patient was not able to correct the elevated level with her infusion device even after changing the device's accessories. The patient was successfully able to correct the elevated level with insulin injections. The patient switched to a different infusion device and her blood glucose level returned to normal. The patient thinks her infusion device delivers too little an amount of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.